Event description:
The customer reported that the system displayed errors with the hard drive and software.

Manufacturer narrative:
(B) (4). The ge service rep found the system was hanging up during the cpu bootup. The system will need the cpu repair kit and due to the currently installed monoblock controller being incompatable with the replacement cpu, the monoblock controller will have to be replaced with a generator interface. He installed the sbc repair kit and replaced the monoblock controller with the generator interface. The system now gets past the cup boot, but will not reload the flash memory. He spoke with tech support and they suggested that the system interface board in the sbc kit might be doa. He replaced system interface board and system was getting the same error. He tracked the problem down to the cmos settings on the new cpu. The harddrive was set for automatic detection in cmos. He reset for manual detection. The system now boots normally. The rep reloaded the cal files and verified kv tracking. He verified all collimator functions by opening and closing the collimator and rotating the leaves. He verified the camera functions by rotating camera 360 degrees. The system is functioning as intended.